Event description:
It was reported that an end cap cover on a flat panel suspension fell off due to a collision. There was no patient involvement and no adverse consequence reported.

Manufacturer narrative:
It was reported by a field service technican while visiting the user facility that an end cap cover had fallen off due to a collision. Allegedly, a user impacted the flat panel suspension with another piece of equipment causing the cover to detach and fall. There was no patient involvement and no adverse consequence reported. The field service technican re-installed the cover and returned the device to service.